Event description:
It was reported that after a tvt procedure the pt had difficulty voiding. The pt was re-admitted on 3/7/99 and a supra pubic catheter was inserted under local anesthesia. Normal voiding resumed, the catheter was removed and the pt was discharged.